Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) were returned in good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing the devices for functionality, they were cycled and ejected the remaining eighteen clips. Finally, they locked out as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure the clips fell out of instrument but could be removed. No further information is available. No consequences for the patient. Procedure was completed with same like device.